Event description:
It was reported that capture and sensing anomalies were observed. A fracture on the sense/pace portion of lead resulted in multiple aborted shocks. The lead was capped.

Manufacturer narrative:
No medwatch form was received.